Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer could not be confirmed. Endoscope works without problems. It was tested with different monitors for over 80 min. And no picture failure detected. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, one scope from box stopped working after approximately 1 hour of operating. The image flickered a few times then went completely black. No negative impact in state of health reported.